Event description:
Rptr states, pt presented to dr with knee pain. X-rays revealed the patella implant was no longer in place. Upon revision surgery it was discovered two pegs had been sheared off and the third peg was bent. Pt had revision surgery of the patella.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.